Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with both the handle and the capsule partially open. A loose spring was received alongside the dcs, and it was noted that the capsule flush port was missing the check valve. The capsule appeared slightly bent with delamination evident along it. The catheter shaft appeared bent, and deformation was evident midway along the catheter shaft. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device. The reported protrusion could not be confirmed through analysis. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that a material protrusion of the dcs did not occur.

Manufacturer narrative:
Continuation of d10: product ID: {evolutfx}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {on (B)(6) 2025}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the minimum diameter of the access vessel was 8 millimeters (mm), and an external sheath was used. During the implant of the valve, there was no difficulty inserting or advancing the delivery catheter system (dcs). The deployment of the valve was attempted and recaptured two times due to the implant depth being to deep. Following the implant of the valve and dcs removal, a spring appeared to have come out of the dcs and material protrusion was noted. It was reported that it was unknown where the spring came from, but was suspected to have come from the dcs. No patient complications were reported as a result of this event.